Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath, and the aaa procedure was completed. Reportedly post procedure, the suture knots of the first and second devices were successfully advanced to the vessel wall. However, significant blood oozing (failure to achieve complete hemostasis) was found. A simple cutdown (widening the nick and spread) was performed to achieve hemostasis with a patch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.